Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using system, the unit energized and cauterized, and all ports recognized instruments. The iesu will be returned to the original equipment manufacturer (OEM). Root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer informed they had intermittent issues with the bipolar energy and faults. The procedure was completed with no report of patient injury.